Event description:
Related manufacturer report number: 2017865-2024-34242; related manufacturer report number: 2017865-2024-34243; related manufacturer report number: 2017865-2024-34247; related manufacturer report number: 2017865-2024-34248; related manufacturer report number: 2017865-2024-34251. It was reported during device upgrade that the right ventricular lead and atrial leads were stuck together, so both were explanted.. A left ventricular lead was positioned but dislodged, as did its two replacements. During positioning attempts the newly implanted atrial lead was dislodged and had to be exchanged. A replacement right ventricular (rv) lead was positioned but dislodged. Attempt to reposition the rv lead was unsuccessful as the helix would not re-extend. The patient was stable.

Manufacturer narrative:
Correction: please retract 2017865-2024-34254 as it is a duplicate report. Product identification correction found that the lead event and subsequent laboratory analysis with correct identifiers was already reported in 2017865-2024-35619.